Event description:
Customer initially reported a fast draining battery in their abbott diabetes care device. The product was returned and investigated for the battery issue, however during investigation external burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported a fast draining battery in their abbott diabetes care device. The product was returned and investigated for the battery issue, however during investigation external burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and observed burn marks. The customer reported that the reader was not obtaining readings. An extended investigation was performed. A visual inspection was performed on the returned de-cased reader. Deformation and burn marks on the plastic enclosure were observed on the outer side. The inner side of the enclosure was minimally affected and the pcb is not impacted. Data log was reviewed and no issue was observed. To confirm the functionality of the returned reader, a known good battery was used and the reader successfully turned on. A self-test was performed and all test was passed. The external case showed signs of deformation due to a burn which only affected the outer surface and not the internal components. All electronics were functioning as expected and the internal structure remains unaffected. The reader self test was passed . Therefore, the issue is not confirmed to use. At this time, libre adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.